Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6), intended for use in treatment, failed handpiece test, snap lock sounded different and the black rubber piece was loose on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken off of the snap lock. The root cause of this issue was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released.

Event description:
It was reported that during installation, the snaplock sounded different and less secure. While examining closer the customer noticed the black rubber piece that attaches to the screw mechanism within the snaplock was loose. Upon doing a second handpiece test, results failed. No patient involved. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.